Manufacturer narrative:
Patient weight not made available from the site. Following the procedure, a medtronic representative performed a computer upgrade, tested the navigation system and was able to add all surgeon profiles and procedures, took an imaging system spin, and successfully navigated. System was fully functional after the upgrade. On 06/30/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, when booting the navigation system, there were no surgeon profiles present. The standard profile was also missing, resulting in the inabillity to add new profiles. The patient was present and was under anesthesia. The uninstall/reinstall was performed several times before the navigation system booted properly and normal function as restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 3.5 hours. There was no impact on patient outcome.